Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device leaked at the stopcock where the transducer was hooked up. No cause was determined; however, it was stated as possible overtightening of the transducer on the luer lock. The device was removed on (B)(6) 2018. It was noted there was no injury to the patient, and they had been discharged.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a crack in the top of the stopcock. The IFU cautions ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur.¿ all edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.